Manufacturer narrative:
Ticket searches determined that there is a normal complaint activity for the likely cause lot and the tracking and trending report review determined that there are no related adverse or non-statistical trends. Based on this data, the product is performing as intended and no product issues were identified. A review of labeling concluded that the issue is adequately addressed. Return sample (sample ID (B)(6)) was received and tested with prism hcv reagent lot 55289li00 instead of complaint lot 50561li00 which is expired. The result was (B)(6). Therefore, the customer's observation was repeated. Furthermore supplemental testing was performed by using inno-lia hcv score, mikrogen recomline hcv igg, vidas anti-hcv and liaison diasorin hcv ab. Inno-lia hcv score detected the bands (B)(6) and the result was (B)(6). Mikrogen recomline hcv igg detected the bands (B)(6) and the result was borderline. Vidas anti-hcv gave a (B)(6) result. Liaison diasorin hcv ab was (B)(6). Based on the in-house testing the presence of (B)(6) is not conclusive for the sample in question (sample ID (B)(6)), since supplemental testing results were discrepant. Note: only supplemental testing can be performed to evaluate the hcv antibody status since no hcv confirmation assay exists. Testing regarding sensitivity could not be performed for lot 50561li00 since the prism hcv reagent lot had been expired on 30 november 2015. A retained kit of prism hcv, list number 6a52-48, lot number 55289li00, (which was used to test the return sample) was calibrated and the calibration met instrument specifications. The positive run control value met control specification and was in the typical range. To evaluate analytical sensitivity, additional 4 replicates on each subchannel of sensitivity panel member and of the positive run control were tested. The panels and positive run control values met specifications and the results were in the typical range. In addition, the clinical sensitivity was evaluated by testing two commercially available seroconversion panels (zeptometrix hcv 9045 and hcv 9041). The seroconversion panel results were compared to prism hcv test results provided by zeptometrix. The reagent detected the same bleeds as (B)(6) with comparable s/co values for the seroconversion panels. Based on this data it was shown that the sensitivity performance is not adversely affected. Additionally, a review was performed for non-conformances and deviations associated with the affected reagent lot. This review did not reveal any events or issues that may have impacted the performance of the lot number in relation to the complaint issue. Based on this investigation, it is determined that prism hcv assay kits, lot numbers 50561li00 and 55289li00 are performing acceptably. An investigation on the abbott prism, list number 06a36-10, serial number (s/n) (B)(4) was performed. An evaluation was performed by reviewing the complaint text, other customer complaints for similar issues, a review of labeling, and a review of historical records. The service history for prism s/n (B)(4) was reviewed and identified no service-related issues that could have contributed to this complaint. A review of complaints for the abbott prism instrument did not identify any additional complaints nor was there an increase in complaint activity. A review of the abbott prism operations manual determined adequate instruction is provided with respect to this complaint issue. The results of this investigation indicate there is not enough information to reasonably suggest a malfunction. No issues were identified that indicated a product deficiency and no additional product issues were identified. Based on this additional investigation, the abbott prism instrument is performing acceptably.

Manufacturer narrative:
Prism hcv reagent lots: 43866li00 has device manufacture date of 27oct2014 and expiry date of 02may2015; 45613li00 has device manufacture date of 12dec2014 and expiry date of 20jun2015; 37687li00 has device manufacture date of 15feb2014 and expiry date of 25jul2014. After completion of the original investigation further prism hcv reagent lots 43866li00, 45613li00 and 37687li00 were identified by reviewing new attached customer data. But no additional issue was identified. Ticket searches determined that there is a normal complaint activity for the lots 43866li00, 45613li00 and 37687li00. The tracking and trending report review determined that there are no related adverse or non-statistical trends. Additionally, a review for non-conformances and deviations associated with the affected reagent lots was performed. This review did not reveal any events or issues that may have impacted the performance of the lot number(s) in relation to the complaint issue. Testing regarding sensitivity could not be performed for lots 43866li00, 45613li00 and 37687li00 since the prism hcv reagent lots are expired. Discrepant results were obtained for donor samples. Therefore the presence of hcv antibody status is unclear. There is not enough information that reasonably suggests a malfunction. According to the prism hcv package insert presently available methods for anti-hcv detection are not sensitive enough to detect all potentially infectious units of blood or possible cases of hcv infection. Based on this evaluation, it is determined that prism hcv assay kits, lot numbers 43866li00, 45613li00 and 37687li00 are performing acceptably.

Event description:
An updated user vigilance report was received on 22 mar 2016. The vigilance report stated that the account performed a retrospective review of the donor. The archived sample ID (B)(6) which tested prism hcv (B)(6) and (B)(6) on (B)(6) 2015 using reagent lot 50561li00 and retested cobas (B)(6) on (B)(6) 2016. Confirmatory testing on (B)(6) 2016 was abbott hcv rns rt pcr (B)(6), cobas hcv rns pcr (B)(6). Archived sample ID (B)(6) was sent a second time for confirmatory testing. Second confirmatory testing on (B)(6) 2016 was architect anti-hcv (B)(6), innogenetics (B)(6), hcv core ag (B)(6), immunoblot (B)(6). Additional retrospective review of donor. On (B)(6) 2015, ID (B)(6) generated prism hcv (B)(6) results using reagent lot 45613li00 but retested cobas (B)(6) on (B)(6) 2016. Confirmatory testing on (B)(6) 2016 was architect anti-hcv (B)(6) , innogenetics (B)(6) , hcv core ag (B)(6) , immunoblot (B)(6). Blood products donated were erythrocytes and platelet. No information was provided on the recipients of the blood products. An updated user vigilance report was received on 23mar2016. The vigilance report stated that the account performed a additional retrospective review of the donor. Archived sample ID (B)(6) tested prism hcv (B)(6) on (B)(6) 2015 using reagent lot 43866li00 but cobas (B)(6). Blood products donated were erythrocytes and platelets. No information was provided on the recipients of the blood products. An updated user vigilance report was received on 06apr2016. The vigilance report stated that the account performed additional confirmatory testing and additional retrospective review of the donor. Archived sample ID (B)(6) which tested prism hcv (B)(6) on (B)(6) 2015 also generated nat (B)(6) results. Confirmatory testing on (B)(6) 2016 generated architect anti-hcv (B)(6) , innogenetics anti-hcv (B)(6), hcv core ag (B)(6), and immunoblot (B)(6) results. Additional retrospective review of donor: on (B)(6) 2014, sample ID (B)(6) generated a prism hcv (B)(6) result using reagent lot 37687li00 and tested nat (B)(6). On (B)(6) 2016, the archived sample tested cobas anti-hcv (B)(6). The platelets and erythrocytes were provided for donation.

Manufacturer narrative:
Additional lot 18154li00 has device manufacture date of 20aug2012 and expiry date of 03mar2013. Addendum evaluation 3 for lot 18154li00. After completion of the original and addendum investigations further prism hcv reagent lot 18154li00 was identified by reviewing new attached customer data. A review was performed for non-conformances and deviations associated with the affected reagent lot 18154li00. This review resulted in no occurrences that could be linked to the complaint observation. Ticket searches determined that there is a normal complaint activity for the lot 18154li00. The tracking and trending report review determined that there are no related adverse or non-statistical trends. Testing regarding sensitivity could not be performed for lot 18154li00 since the prism hcv reagent lot is expired. Based on this investigation, it is determined that prism hcv assay, lot number 18154li00 is performing acceptably.

Event description:
Additional retrospective review of the donor: sample ID (B)(6) generated prism hcv negative with unknown reagent lot and (B)(6) on (B)(6) 2012. The archived sample was retrieved from storage and tested cobas (B)(6) on (B)(6) 2016. Blood products donated were erythrocytes and platelets. Confirmatory testing for the archived sample was immunoblot (B)(6). No information was provided on the recipients of the blood products. Additional retrospective review of the donor: sample ID (B)(6) generated prism hcv negative with unknown reagent lot and (B)(6) on (B)(6) 2012. The archived sample was retrieved from storage and tested (B)(6) on (B)(6) 2016. Blood products donated were erythrocytes and fresh frozen plasma. Confirmatory testing for the archived sample was immunoblot (B)(6). No information was provided on the recipients of the blood products.

Manufacturer narrative:
(B)(6). This report is being filed on an international product list 6a52 that has a similar product distributed in the u.s., list number 6d18. (B)(4).

Event description:
On (B)(6) 2016, abbott laboratories received a vigilance report sent by the account to the competent authority and manufacturer. The vigilance report stated that the account performed a retrospective review and discovered a (B)(6) prism (B)(6) result on a donor. On (B)(6) 2015 the donor tested prism (B)(6). On (B)(6) 2015 the donor tested roche cobas (B)(6) (coi6.98, 7.11, 7.33). The archived blood donor sample from (B)(6) 2015 was thawed and retested on (B)(6) 2015 with a roche cobas (B)(6) (coi 5.51) result. On (B)(6) 2016, the account provided abbott laboratories additional information regarding the (B)(6) 2015 donation disposition. The account stated the erythrocytes and thrombocytes were transfused but the fresh frozen plasma was discarded. Additional testing on the (B)(6) 2015 sample generated (B)(6) innotest and immunoblot results. The donor is a (B)(6) male. On (B)(6) 2016, abbott laboratories received an updated vigilance report sent by the account to the competent authority and manufacturer. The vigilance report provided an update regarding results of additional testing. The (B)(6) 2015 sample tested abbott real time pcr (B)(6) and roche cobas (B)(6). No information regarding patient outcome has been provided on the donor or recipient of the erythrocytes or thrombocytes.

Manufacturer narrative:
Additional reagent lots: 26026li00 has device manufacture date of 09apr2013 and expiry date of 25oct2013 18154li00 an evaluation is in process. A followup report will be submitted when the evaluation is complete. Addendum evaluation 2 (lot 26026li00): after completion of the original and addendum investigation further prism (B)(6) reagent lot 26026li00 was identified by reviewing new attached customer data. The review of new attachments describe the complaint issue but no further issue was identified. Ticket searches determined that there is a normal complaint activity for the lot 26026li00. Additionally, a review for non-conformances and deviations associated with the affected reagent lot was reviewed. This review did not reveal any events or issues that may have impacted the performance of the lot number in relation to the complaint issue. Testing regarding sensitivity could not be performed for lot 26026li00 since the prism (B)(6) reagent lot is expired. New results for this patient do not change the outcome of our previous investigations. One of the samples drawn from this donor was obtained and the results were discrepant for (B)(6) antibodies. Therefore the presence of hcv antibody status is unclear. There is not enough information that reasonably suggests a malfunction. According to the prism (B)(6) package insert presently available methods for (B)(6) detection are not sensitive enough to detect all potentially infectious units of blood or possible cases of hcv infection. Based on this investigation, we have determined that the prism (B)(6) assay, lot number 26026li00 is performing acceptably.

Event description:
An updated user vigilance report was received on 25apr2016. The vigilance report stated that the account performed additional confirmatory testing and additional retrospective review of the donor. Confirmatory testing of ID (B)(6) on (B)(6) 2016 generated architect (B)(6), innotest (B)(6) (k=1.02), (B)(6) and immunoblot (B)(6) (c2 +/-, ns4 1). Additional retrospective review of the donor: sample ID (B)(6) generated prism (B)(6) with reagent lot 26026li00 and nat (B)(6) on (B)(6) 2013. The archived sample was retrieved from storage and tested cobas (B)(6) (coi 6.86) on (B)(6) 2016. Blood products donated were erythrocytes and platelets. No information was provided on the recipients of the blood products. An updated user vigilance report was received on 28apr2016. The vigilance report stated that the account performed additional confirmatory testing. Confirmatory testing for archived sample ID (B)(6) was performed on (B)(6) 2016 with immunoblot (B)(4)(c2+/-, ns4 1+). An updated user vigilance report was received on 06may2016. The vigilance report stated that the account performed additional retrospective review of the donor. Additional retrospective review of the donor: sample ID (B)(6) generated prism (B)(6) with reagent lot 18154li00 and nat (B)(6) on (B)(6) 2013. The archived sample was retrieved from storage and tested cobas (B)(6) (coi 8.71) on (B)(6) 2016. Confirmatory testing was performed on (B)(6) 2016 with immunoblot (B)(6) (c1 1+/-, ns3 1+). Blood products donated with erythrocytes, platelets and cryoprecipitate. No information was provided on the recipients of the blood products.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, therefore, the device was not performing as intended at the customer site. However, no systemic issue and/or product deficiency was identified. (B)(4).